Manufacturer narrative:
Additional information: based on the information received from the field, the device was not providing benefit to the recipient due to a partial post-operative active electrode migration out of the cochlea. A revision surgery is planned for (B)(6) 2024.

Event description:
A possible migration of the electrode was reported. Re-positioning or re-implantation has been scheduled for (B)(6) 2024.

Manufacturer narrative:
Conclusion: device investigation did not reveal any device defect or damage, which has been present whilst implanted. Mechanical damages found during investigation are attributable to the removal surgery. Based on the information received from the field, the device was not providing benefit to the recipient due to a partial post-operative active electrode migration out of the cochlea. At explantation a cholesteatoma was found in the middle ear, which could have contributed to the electrode migration. This is a final report.

Event description:
A possible migration of the electrode was reported. The device has been explanted. As per latest information, it was not possible to determine at explantation if an electrode migration occurred, because there was a big cholesteatoma inside the middle ear and the cholesteatoma was completely around the electrode.

Event description:
A possible migration of the electrode was reported. Re-positioning or re-implantation is considered. No date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.